Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was unable to verify the customer's reported issue. The unit passed all testing and met all carefusion manufacturer specifications. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
The customer reported model palmtop revel started smoking at the electrical connection on the ventilator. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.

Manufacturer narrative:
Please note that b4 is intended to be left blank but becomes auto populated after submission, as a result of a software related anomaly that is being addressed. Please disregard the date entered in section b4. This complaint was included in a two-year retrospective complaint review to assess MDR reportability.